Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and had daily severe pelvic pain. Essure removal was scheduled. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 30-mar-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. As a result of essure device placement, the plaintiff claimed the following events: daily severe pelvic and abdominal pain, migraines, severe back pain and pain during intercourse. She is expecting to remove essure on (B)(6) 2016. Company causality comment:this is a non-medically confirmed spontaneous case report under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and had daily severe pelvic pain. Essure removal was scheduled. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("daily severe abdominal pain"), migraine ("migraines"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, migraine and pelvic pain to be related to essure. The reporter commented: trailing coils in uterus, left: 2, right-3. Discrepancy noted in essure removal date: (B)(6) 2016. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information, medical history and rcc were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs